Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for multiple back operations. The patient reported that the patient programmer (pp) wasn¿t letting him increase or decrease the stimulation. The patient reported that he couldn¿t feel stimulation and he could normally feel it. The patient reported that he could only feel it if he leaned a certain way or sat down. The patient reported that the ins was half full so he recharged it to full. The patient reported that he replaced the batteries in the pp. The patient synced with the pp and it showed that stimulation was on. The patient reported that he was on program 1 at 4.70 volts. The patient reported increasing stimulation all the way to 10.5 volts and still couldn¿t feel stimulation. The patient reported that he had a program for his back and then one for his legs. The patient reported that the doctor added one for the legs maybe a month or so ago. The patient reported that the one for the legs stopped working too. The patient brought stimulation back down to 4.30 volts and reported that 4.30 volts was about where he should be. The patient reported that he had an appointment on (B)(6) 2017 with his healthcare provider (hcp). Additional information was received from the hcp on (B)(6) 2017. The hcp reported that the cause of the inability to adjust stimulation, not feeling stimulation and the leg program not working was new contacts with increased impedance. The hcp reported that the patient was reprogrammed with functioning contact restored coverage. The hcp reported that the issues were resolved. No further complications were reported.